Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: 1911mcc1122.

Manufacturer narrative:
It was reported that the ventilator generated a technical alarm indicating disabled valves during patient treatment. There was no patient harm. Our field service engineer confirmed the reported error code. The control printed circuit (pc) board was replaced according to the recommendations in the service manual. A preventive maintenance was also performed and the ventilator was returned to service after passed functional tests. The replaced control pc board was kept and scrapped by the customer. If a failure leading to the reported technical error appears during ventilation, ventilation will stop. Visible and audible high priority alarms will be generated. The conclusion is that the reported issue was caused by a malfunctioning control pc board. The root cause of the failure has not been established due to lack of returned parts.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated a technical alarm indicating "disabled valves". There was no patient harm. (B)(4).